Manufacturer narrative:
The product was not returned for analysis as the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that after implantation of intraocular lens (iol) in the patient's eye noted a scratch on optic. Additional information has been requested and received stating the patient has residual refraction (myopia). Patient has good intermediate and near visual acuity

Manufacturer narrative:
Information was provided that indicated the use of a qualified company cartridge with a non-qualified handpiece. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported scratch is most likely related to a failure to follow the instructions for use (IFU). A non-qualified handpiece was indicated. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It is unknown if the reported scratch damage has impacted the visual acuity for the patient. The file indicated that the lens remains implanted. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).